Manufacturer narrative:
The subject device was returned to the service center for evaluation; however, the device evaluation is still pending. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during a laparoscopic hysterectomy procedure during the transection of a ligament the generator sounded an error tone (unknown error). The user then asked the scrub nurse to clean the jaws, while wiping the jaws with gauze pad the ultrasonic probe separated from the device. A new thunderbeat handle serial number (B)(4) was opened, used. The intended procedure was completed. There was no patient impact or harm reported. No device fragments fell on the patient. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the evaluation of the device and the legal manufacturer¿s final investigation. After evaluation of the handpiece by olympus, it was confirmed that a portion of the upper tip had separated from the device. A visual inspection was performed on the handpiece tips and found some tissue build up. The ptfe pad (teflon pad) on the lower tip was inspected and found to have normal wear, with no metal exposed, and some tissue build-up. The distal end of the tip was inspected under a microscope and it was found that 17mm of the probe had detached. The broken portion of the tip was returned with the handpiece. The probe showed signs of foreign material, which is consistent with use. The fracture of the tip would have caused the generator to sound the error alarm heard during the procedure. The exact cause of the event was not conclusively identified. Based on the evaluation performed, and the results of past investigations for similar complaints, the broken tip of the probe may have occurred due to either of the following scenarios: contact with a surgical instrument: during output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch or crack was made on the probe. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the error occurred. The probe broke when load was added. Contact with non-insulated area of grasping section: the distal end of the tissue pad was worn away because ¿seal & cut¿ output was activated while grasping nothing (including the case the user kept activating after cutting tissue). The tissue pad was worn away, causing the non-insulated section of the grasping section to touch the probe. ¿seal & cut¿ output was activated under this situation, then the scratches indicating that the probe and grasping section were in contact with each other were made. The probe received an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch and the error occurred. The probe broke when load was added. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The IFU provides the following information: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. The thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.